Manufacturer narrative:
The customer informed philips the first two attempted shocks were made using device with serial number (B)(4). The third, forth, and fifth attempted shocks were made using device with serial number (B)(4). The customer stated that the pads cable and therapy cable were replaced after the third shock attempt. Subsequently the biomed tested both devices and the involved accessories with no trouble found. The customer sent in both devices and one therapy cable for evaluation at philips. Both devices and the one involved therapy cable were evaluated at philips with no trouble found. Additionally, the patient impedance range was tested on both devices and was within spec (10-180 ohms). The heartstart xl instructions for use states that a no shock delivered message may result from poor skin contact; pads are not properly connected to the patient. The IFU then instructs the user to make sure the pads are applied properly and to replace the pads if necessary. The customer replaced the device, therapy cable and pads during this event ruling out a device, therapy cable, or pads failure, therefore, identifying the cause as poor patient impedance. Note that a "no shock delivered" message resulting from out of range patient impedance is not a device malfunction. The customer was provided the evaluation results from the bench technician. The devices passed all required verification testing and were returned to the customer site for use. There was no device malfunction.

Event description:
The customer reported that during a patient event five attempts to shock the patient were made all resulting in "no shock delivered" messages. The involved patient died. The customer did not allege the device behavior impacted patient outcome.